Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a partial nephrectomy procedure involving the vlocl0614 v-loc 180 3-0 grn 30cm v20 suture, a needle detachment occurred while suturing/preparing the suture after the patient incision. The needle did not fall into the patient cavity. The device was replaced by a medtronic product. There was no patient injury.